Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pressure sensors not detecting upstream occlusion" was not reproduced. The device was sent for upstream occlusion testing, and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's pressure sensors were not detecting upstream occlusion, might need calibration found during testing in the biomedical service department. There was no patient involvement. No additional information is available.